Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty twisting connector adaptors onto the device, despite correct insertion and technique, and was only able to attach a connector after selecting one from a different box. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included shipment of replacement connector adaptors and restoration of use with a different connector. Investigation included guided troubleshooting with comparison to a prior connector, attempts with multiple connectors from the same lot, and successful attachment using a connector from a different box. Investigation of this case revealed a suspected connector fit or tolerance issue affecting certain adaptors that prevented proper engagement, while other connectors functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to component variability.